Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the intermittent failure. The breathing system was reassembled and the bag/vent switch was replaced. The unit was returned to service.

Event description:
The hospital reported during pre-use checkout the bag/vent switch was intermittently not able to switch to mechanical ventilation. No report of patient involvement.